Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a clip fell out of the device after it was introduced through the trocar. The clip was retrieved from the patient through the trocar. Outside of the patient, it was noticed that another clip would not advance into the jaws. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Event description:
Resident was found with lower body on floor and upper body leaning against bed. Resident's head was on bed on left side in between mattress and side rail. Bed alarm did not sound as head was on the bed alarm sensor. Medical examiner examined pt and determined cause of death to be asphyxiation. Dates of use: (B)(6) 2010. Diagnosis or reason for use: hx of falls.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.